Manufacturer narrative:
Conclusion: it was reported that, after valve was successfully deployed, the catheter tip caught on the inflow of the valve and dislodged it. The evolutr IFU instructs the user ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The reported information indicates that it was verbalized that the tip was caught, but the user continued to pull. Given this information, the dislodgement is related to user error.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) became caught on the inflow portion of the valve. It was reported that as the dcs was removed, the nose cone dislodged the valve into the sinus of valsalva (sov). A snare was used to pull the valve into the aortic arch after which the valve was noted to be floating back and forth. Subsequently, the snare was used to hold the valve in place while a second transcatheter bioprosthetic valve was successfully implanted at a depth of 5-6 mm on the non-coronary cusp and 7 mm on the left coronary cusp. A transesophageal echocardiogram (tee) and angiogram indicated mild paravalvular leak (pvl). A second snare was then used to pull the first valve into the thoracic descending aorta where it was left implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.